Event description:
It was reported that a connector piece broke and became lodged in the ilet pump¿s chamber threading, resulting in an inability to remove the cartridge until the broken connector fragment was extracted and a supply change was completed. Symptoms included no reported adverse clinical effects and no changes in blood glucose during the event. Outcomes included temporary interruption of ilet insulin delivery with use of backup therapy, followed by resumption of insulin therapy after the obstruction was cleared. Investigation included troubleshooting and user education to gently twist and remove the broken connector fragment. Investigation of this case revealed a mechanical break of the connector component causing a temporary cartridge removal issue, which resolved with user-performed removal and replacement. It was concluded, based on previously established findings for similar reports, that the cause was user handling and mechanical component breakage.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.